Event description:
On 6/7/1990, a total hip replacement surgery was performed on a 30 yr old female pt. The product implanted was mfg by implant technology and components were a 46mm od acetabular cup with a 32mm ID polyethlene liner along with a 32mm femoral head and "lsf 2" femoral stem. On 10/5/1993, the pt underwent a revision surgery and the liner was replaced at that time with another polyethylene liner. Based on medical reports recently provided to oti, it was noted that the acetabular metal shell which was firmly seated but significantly anteverted in the left acetabulum was left in place and only the liner was replaced at that time. On 11/7/1996, the pt underwent a second revision surgery. The metal shell and liner were removed and replaced at that time. Oti only recently became aware of this info after being provided copies of the medical reports.